Event description:
Additional information received noted that the backup operation was first observed on november 27, 2020. The pacemaker was replaced on (B)(6) 2020. The patient was stable.

Event description:
Additional information received noted that the backup operation was first observed on (B)(6), 2020. The pacemaker was replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Correction: b5-the explant date entered in b5 was corrected from "december 12, 2020" to "december 2, 2020."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker was found in backup mode. No changes were made. No patient symptoms were reported.